Event description:
It was observed that during device evaluation, the camera head was unable to capture a clear image, water leakage was noted between the rear cover and cos ring, as well as from a crack in the video connector, and a faulty switch board and cracks in the camera. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation results, the most probable causes were identified as switch 3 intermittently not functioning due to a faulty switch board, and failure of the water leak test due to water leakage between the rear cover and the cos ring, as well as from a crack in the video connector. Additionally, the inability to capture clear images was attributed to a crack in the camera. The most probable cause of the complaint was traced to the reported complaint failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.